Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with multiple insulin pump errors. The blood glucose was 150 mg/dl at the time of the incident. The mother did not have the pump to test it. The customer able to rewind and auto test was passed. Customer agreed to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No unexpected pump error 15 alarms during testing however, pump error 15 alarm, line number 213 file number 30, and pump error are found in the formatted history file due to a software error. Pump was received with damaged display window cover.